Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 210 mg/dl. A correction bolus was delivered via the pump and the bg level was lowered to 153 mg/dl. The customer did not think the pump was "doing what it was suppose to do". After speaking with tandem technical support and a tandem clinical diabetes specialist, the customer indicated that there were no more concerns about the high bg levels.